Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and cracked case near display window corners, which were noted during a visual inspection. There was no button response due to corroded keypad traces.

Event description:
It was reported that the insulin pump had a broken case near the battery compartment and broken battery tube threads. The reporter declined to provide the blood glucose reading. Nothing further reported.